Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0y0ua, implanted: 2015-(B)(6), product type lead. Product ID neu_I ns_stimulator, product type implantable neurostimulator. Product ID neu_unknown_ext, product type extension. Product ID neu_unknown_ext, product type extension product ID neu_ins_stimulator, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a company representative and health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was an impedance of 34 ohms on contacts 10 and 11 on the right lead. This was noted during routine impedance testing at the 2nd programming visit. There was a noted voltage drop from 3.14v to 2.88v from (B)(6) which was more than he anticipated. It was programmed using contacts 10 and 11 and so he changed the settings to 8 and 9 to avoid the short circuit contacts. The patient didn't report any side effects or symptoms. Impedances were: case <(>&<)> 10- 847 ohms, case <(>&<)>11 - 847 ohms, and 10<(>&<)>11 - 34 ohms. The patient was scheduled for follow-up with the hcp for 2015-(B)(6). Surgical intervention did not occur and was not planned. It was further reported no cause was determined. The patient did not report any fall or accident of any kind nor did he report unusual symptoms.

Event description:
Additional information from the health care provider (hcp) via the manufacturers's representative (rep) reported that the patient was taken to the or on the day of report. They tried to resolve the short circuit present between contact 10 and 11 on the right side. The lead extension connection was exposed and they isolated the lead impedances using a testing cable. The impedances were in normal range (all between 2710 ohms and 3538 ohms at 3 v). The assumption was that the short was in the extension cable. The hcp replaced the right extension with a new one and they checked impedance but still noted the short circuit on contact 10 and 11. The hcp was concerned that the short could exist in the header block of the implantable neurostimulator (ins), so they replaced that as well but still noted a short circuit (33 ohms between contacts 10 and 11). In addition, with 2/3 of the system replaced, they believed that the short must still be present in the right brain lead. Their thinking was that the stylet that was inserted during use of the screening cable must have temporarily closed the circuit enough to yield normal impedances during that testing. The hcp was planning to discuss the results of the procedure on day of report with the patient and his family and proposed scheduling the patient for a surgical revision of the right brain lead sometime in the next few months. The issues was not resolved at the time of this reported. If additional information is received, a follow-up report will be sent